Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during an endovascular procedure for the repair of a 100mm abdominal aortic aneurysm . It was reported that the patient presented emergently over 5 years later with back pain. It was discovered the patient had a type ia endoleak. The limb had a non-mdt balloon expandable stent that had pulled out of the endurant limb. The physician then extended the limb and to gain seal placed a cuff to resolve the type ia endoleak. As per the physician the cause of the event was due to anatomy as the aorta grew and elongated. No additional clinical sequalae was provided and the patient is fine.